Event description:
It was reported that the ilet device housing was cracked in half and internal wires were visible, and a replacement was arranged after the exchange process was reviewed with the user. Symptoms included no reported alarms or clinical symptoms. Outcomes included no reported impact on health status and no reported medical intervention. Investigation included troubleshooting and user education completed by support staff. Investigation of this case revealed a physical housing break consistent with a cracked enclosure exposing internal wiring, indicative of mechanical damage to the device exterior. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device enclosure during use or handling.